Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the device inspection found the image was black. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a pixeled image, the issue occurred during inspection for use. There were no reports of patient involvement.